Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the fenestrated bipolar forceps (fbf), however, failure analysis has not completed their investigation. Therefore, the root cause of the customer reported failure mode could not be determined. A follow-up MDR will be submitted when failure analysis has completed their investigation. Isi reviewed the site¿s complaint history, which does not reveal any related or duplicate complaints involving this product and/or this event. A review of the site¿s system logs showed the fbf was last used on (B)(6) 2022 in a benign hysterectomy procedure performed on system sk3037. The instrument had seven lives remaining. This complaint is considered a reportable event due to the following conclusion: it was alleged that the instrument broke and a fragment fell inside the patient during a da vinci assisted procedure. The fragment was retrieved during the same procedure with no patient injury. At this time, it is unknown what caused the breakage to occur.

Event description:
It was reported that during a da vinci-assisted hysterectomy benign surgical procedure, one of the jaws of the fenestrated bipolar forceps (fbf) fell off the instrument inside the abdomen. It was successfully retrieved in the same procedure. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the customer was unable to verify the event date as the event happened over a year ago. The customer had forgotten about the instrument and event when they found the instrument and submitted it via RMA. The surgical task at the time was grasping. The instrument was being used to grasp and retract tissue (uterus) while another instrument was cutting tissue. The task was performed and the surgeon released the fbf jaws from the tissue and one side of the jaw came off and fell into the patient. The surgeon easily removed the fragment. The customer stated that there were no smaller fragments and confirmed that all the entire piece was removed by visual inspection. The surgeon did not know why the instrument broke. The surgeon had not noticed any issues with the functionality. The breakage did not occur during a collision. No additional procedures or post operative tests were necessary. The procedure was completed robotically with no injury. No patient has returned due to experiencing any post-surgical complications related to retaining the foreign object. Patient demographic information was requested but not available.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the fenestrated bipolar forceps instrument to perform failure analysis. The instrument was analyzed and found the primary failure of broken instrument grips-tips to be related to the customer reported complaint. The instrument was found to have a broken grip at the grip base. A piece approximately 0.188¿ x 0.565¿ was found to be broken off. The broken piece was not returned. The probable root cause of a broken grip tip is attributed to damage during use, which may result from applying excess force on the instrument shafts and/or tips during handling, insertion, usage (overloading), or removal. Additionally, the instrument was found to have a severely bent grip, causing side to side misalignment of the grips. There was a 0.073¿ offset at the tips. The probable root cause of severely bent grips with an offset = 0.05¿ is attributed to damage either during use or reprocessing, as severe misalignment of grip tips can be due to accidental drops, incorrect instrument tray or sink sizes for reprocessing, or overloading the tips.

Event description:
Refer to h10/h11 for follow-up information.